Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke; the fiber broke in the physician's hand and a flame was seen. No injury to the physician was reported. No pt injury was reported.